Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. An effusion was noted prior to the beginning of the procedure. A double curve watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. There was difficulty imaging with intracardiac echo (ice) during the transseptal puncture (tsp), and then as well with transesophageal echo (tee) and fluoroscopy as the patient was obese. The was sheath was distal in the laa, and upon either removal of the pigtail catheter or the connection of the wds flx device to the was sheath, the was sheath perforated the distal portion of the appendage, although this was not yet noticed. The device was deployed prior to the effusion being noticed, and then partially recaptured as it was not in an ideal position. The patient's blood pressure began to drop, and the effusion noted prior to the procedure began to expand. A pericardiocentesis was performed and the patient remained stable. The decision was made to take the patient to the operating room to ensure the perforation was taken care of and the patient's laa was closed with a non-boston scientific device and the perforation was repaired. The patient was extubated and was stable and due to be discharged at the end of the week.